Event description:
Surgeon clamped the endo gia ultra stapler #egiauxl handle closed, preparing to fire his 6th staple load when he felt the instrument lock on him. He was not able to use the handle to fire the remaining staple loads. No harm to the patient.======================manufacturer response for universal stapler, surgical, endo gia ultra (per site reporter).======================the device will be picked up by the field representative today.